Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. The customer experienced a blood glucose (bg) level of 598mg/dl and small levels of ketones. Bg level was addressed by administering a manual injection. Additionally, it was reported a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.